Manufacturer narrative:
Further analysis of the returned component revealed the ssrf assembly had erratic indications during instrument test and noise in the radio frequency (rf) channel during functional box test. The source of the noise in the rf channel was a faulty component (c22).

Event description:
The customer reported conductivity drift on the radio frequency (rf) differential and retic mean involving the coulter hmx hematology analyzer with autoloader. No erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was onsite and determined a faulty rf detector preamp card. The fse replaced the rf detector preamp card and resolved the issue. The instrument was returned to normal operation.

Manufacturer narrative:
(B)(4). In conclusion, a faulty rf detector preamp card is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).